Event description:
A customer reported experiencing multiple occlusion alarms. The occlusion event did not cause the customer's blood glucose level to exceed 500 mg/dl, and there was no adverse impact on their level reported. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin.